Event description:
The procedure was coil embolization for cerebral aneurysm. The target vessel was not calcified and mildly tortuous. Resistance was felt while the coil delivery tube 637cf0505 (complaint product) was inserted in the microcatheter (sl10, boston scientific (B)(4)). The coil was removed from the patient. It was noticed the coil was slightly stretched. Other size orbit coil was used and the procedure was completed successfully without any patient injury. Prior and after removal from the package, the products were not damaged.

Manufacturer narrative:
All the products were prepped per IFU. During insertion, the touhy or y connector was closed to secure the introducer and prevent movement. During insertion, the coil introducer was seated correctly in the microcatheter hub. The introducer was not damaged by the y connector. No damage was noticed on the microcatheter. After the resistance was noticed, the user stopped advancing and removed the device after the resistance was noticed. A constant flush was maintained at all times through all the systems. After removal, other than the reported events, no other damages were noticed on the delivery system or coil (unraveled, stretched, detached, etc). No additional information was available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13456560 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No non-conformance records or excursions were found for lot 13456560. Coil subassembly lots 13409725 and 13370603. (B)(4) units were rejected during the assembly of lot 13409725 and (B)(4) units were rejected during the assembly of lot 13370603. It was observed during review of these lots no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Additional information will be submitted with 30 days of receipt.